Event description:
While implanting a stryker 6.5mm cancellous bone screw, the tip of the screwdriver broke off. The tip was stuck inside the head of the screw but the screw was down. The surgeon did not like the backup screwdriver we have for this indication, so he elected to use a depuy screw and screwdriver for the 2nd screw.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded in o.r and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding a fractured torx screwdriver tip from a trident driver was reported. The event was not confirmed. It is not believed the failure was related to patient factors. The exact root cause could not be determined as the complaint device was not returned for evaluation. If the device becomes available the investigation will be reopened and re-evaluated.

Event description:
While implanting a stryker 6.5mm cancellous bone screw, the tip of the screwdriver broke off. The tip was stuck inside the head of the screw but the screw was down. The surgeon did not like the backup screwdriver we have for this indication so he elected to use a depuy screw and screwdriver for the 2nd screw.